Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: dendritiform keratopathy associated with exposure to polyquarternium-1, a common ophthalmic preservative. (Ophthalmology 2016;123:451-456 ª 2016). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported in the literature out of sixteen consumers, twelve consumers were exposure to contact lens care disinfecting solution containing polyquaternium-1. The actual contact lens care disinfecting solutions associated with the event is not known, therefore as per the article unspecified contact lens care disinfecting solutions considered as a suspect product. This complaint refers to one of the consumer out of twelve, who was exposed contact lens care disinfecting solution containing polyquaternium-1 and experienced bilateral dendritiform keratopathy. The consumer was initially misdiagnosed with herpes simplex virus infection. After the correct diagnosis contact lens solution was discontinued. The current status of the consumer eyes was symptoms resolved after three weeks of discontinuation of the contact lens solution. No additional information requested due to the unlikelihood of obtaining additional information from literature articles.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).